Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that a balloon pinhole occurred. The 90% stenosed, 12mm x 2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Considering the severe calcification of the lesion, a 15mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). However, during the course of the procedure, a pinhole was noted on the balloon upon first inflation at 6 atmospheres within 2 seconds, and the balloon was leaking gas and contrast and could not be inflated. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Correction to field h6 - device codes: removed a0504 leak / splash. Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile inspection was performed and found no issues with the hypotube shaft. A visual examination of the distal extrusion identified no kinks or damages. A visual examination of the balloon identified no damages. A microscopic examination of the inner extrusion (inside the balloon) noted that the inner was pulled distally inside the balloon and there was a break in the bunched inner, just distal to the distal markerband. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the markerbands identified that the proximal markerband was pulled into the balloon more distally due to the inner being pulled in a distal direction. No damage was noted to the distal markerband. The inner extrusion was bunched and broken at the distal markerband location. Leakage testing was performed by attaching the device to an encore inflation unit and during an attempt to inflate the balloon, liquid leaked out through the tip. The leak is due to the break in the inner extrusion at the distal section of the distal markerband. There were no other issues identified during the product analysis.

Event description:
It was reported that a balloon pinhole occurred. The 90% stenosed, 12mm x 2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Considering the severe calcification of the lesion, a 15mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). However, during the course of the procedure, a pinhole was noted on the balloon upon first inflation at 6 atmospheres within 2 seconds, and the balloon was leaking gas and contrast and could not be inflated. The procedure was completed with another of the same device. There were no patient complications reported.